Manufacturer narrative:
No blank display noted. Unit passed sleep current measurement, active current measurement, and self tests. Pump downloaded history/trace file properly using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected blank display noted during testing. However, found multiple low battery alarms on event date 11/09/2025 00:29:00.000, 11/09/2025 01:02:30. In traces/file history due to battery low. Cut and open the pump found¿no evidence of physical or moisture damage on the electronic, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked battery tube threads. Unit passed all tests required. Blank display not confirmed. Cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a blank display, and crack on the battery tube side of the insulin pump. The customer reported a blood glucose value of 417 mg/dl. The customer was treated with an insulin pump. The event involved product(s) unomedical, mmt-332a, mmt-1884. Troubleshooting was performed, and damage was affecting/impacting pump functionality. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for unomedical, mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.